Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6) 2021. The customer blood glucose level was 33 mmol/l which leads to the hospitalization of customer to the emergency room and treated for the dka. Current blood glucose level was 17 mmol/l. Customer stated that they were using 780g pump in auto mode. Customer reported that ketones test was positive. The insulin pump will not be returned for the analysis.